Event description:
It was reported that there was a coupling problem. The patient tried charging their implantable neurostimulator (ins) a couple of days prior to the report and could not get any coupling bars. Antenna locate was performed and the highest number they were able to get was 44 which still lead to 0 coupling bars. The antenna dial was turned but they were still unable to get any coupling bars. The ins was noted to be very deep in the pocket and hard to palpate under the skin. There was no patient harm reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. It was later reported that the patient was still not able to recharge. The doctor said the battery had flipped. The manufacturing representative (rep) was not sure if it was that or if it was too deep. The patient was not having any pain as of now, so for now they were not going to revise it. If his ¿usual¿ pain came back in the future they would revise it then.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).